Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information: did the broken jaw fall into the patient? No. Was the broken jaw retrieved from the patient? No, or consequences did this cause a change in the plan of care for the patient? No. Is the broken jaw being returned with the device? Not sure. I was not in the case.

Event description:
It was reported that during a whipple procedure, they were using the energy rep's sample and it broke at the tip. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: batch # l93014 . The device was received with the upper jaw detached not returned and the I-blade upper tip was damage. In addition, the cable was cut off. The cable cut off is not related with complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.